Manufacturer narrative:
One device was received in good condition. No visual inspection performed. Functional testing was performed confirming the customer¿s reported problem. The root cause of the problem was a faulty microswitch. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The faulty microswitch was replaced

Event description:
It was reported that with the device when the disposable was placed in the device, the check disposables mode alarm immediately went off. There was no patient involvement.